Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ controller, model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2019 / serial #: (B)(4) UDI #:(B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 27-apr-2018, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ controller model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2021 / serial #: (B)(4) UDI #:(B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 08-dec-2020, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high watt alarms, vad disconnect alarms with associated vad stop alarms and the controller exhibited numerous unexpected power losses. It was also reported that the patient switched power sources and a vad stop alarm occurred and at the time of the vad stop alarm two batteries were connected and one of the batteries said low battery. The patient then proceeded to perform a controller exchange to the back up controller and the vad failed to restart, so then the patient switch back to the original controller and again the vad failed to restart. The vad coordinator was called and advised the patient to call 911 and the patient was taken to the nearest emergency room (ER), and another attempt was made to switch the controller and was unsuccessful in starting the vad. It was noted that the vad had been off greater than thirty minutes. The patient was administered dobutamine and the transfer to another hospital was initiated. Upon arrival to the second hospital the patient was admitted in the intensive care unit (ICU), and it was noted that the patient was alert, oriented, asymptomatic with no shortness of breath and the driveline looked intact. No heparin was started because the last international normalized ratio (inr) on record was 3.4 and the new inr was pending. Of note the site did not want to try and restart the vad with another controller as there had been significant off time. Labs showed an inr of 2.4 and lactate dehydrogenase (ldh) of 310 and no heparin was started as the patient inr was therapeutic. The patient was administered dobutamine at 4mcg and remained stable with a mean arterial pressure (map) of 64, and o2 (oxygen) of 96%. It was also noted that the patient underwent placement of amplatzer vascular plug x2 to occlude the outflow graft. Approximately two days later the patient were weaned off of dobutamine. A cardiothoracic (CT) surgery will be consulted to do a cutdown at the driveline exit site, to snip and bury it along with the plan to leave the vad in place for now to avoid another sternotomy in the event the patient needs a new vad in the future. An echocardiogram revealed the ejection fractions (ef) ranged in the 30s-40s and patient feels well. The vad remains in use and the controllers were removed from service.. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: (B)(6), : yes 2022-04-22 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10, d15 (B)(6), d9: yes 2022-04-22 h3:yes h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d10 product event summary: the ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the alarm log file associated with (B)(6) revealed five (5) vad stopped alarms and two (2) vad disconnect alarms were logged on 30/mar/2022. Log files analysis associated with (B)(6) revealed this event was initiated by a controller power up event logged on 30/mar/2022 at 21:43:48. The data point prior to the loss of power revealed that a (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. A 24% rsoc triggers a low priority alarm on the controller display with the message "low battery", notifying the patient to change the battery. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for eighteen (18) seconds. A vad stopped alarm was logged on 21:44:06, indicating that the pump failed to start after multiple attempts. This vad stopped alarm was followed by ad ditional controller power up events, additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, and vad disconnect alarms due to physical disconnections of the driveline from the controller, likely due to the reported troublesh ooting and/or the reported controller exchanges. Review of the log files associated with (B)(6) revealed a controller power up event on 30/mar/2022 at 20:51:23; prior to the power up event, the controller last had power on 09/feb/2022, indicating that the controller was put into use following the reported controller exchange. Additionally, a disconnect alarm was logged on 30/mar/2022 at 20:51:31, likely due to the controller powered up without the driveline cable connected. Analysis of the alarm log file associated with (B)(6) revealed a vad stopped alarm was logged on 30/mar/2022 at 20:51:54, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by additional vad disconnect alarms due to physical disconnections of the driveline from the controller, an additional vad stopped alarm due to a failure of the pump to restart after multiple attempts, and an additional controller power up event, likely due to the reported troubleshooting and/or the reported controller exchange. In addition, log file analysis revealed power consumption above 30 watts during the period in which the pump was attempting to restart; however, no high watt alarms were logged within the analyzed period as a result, the reported loss of power, "low battery" alarm, vad stopped, vad disconnect alarms, and high power events were confirmed. The reported high watt alarms event were not confirmed. A possible root cause of the initial loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the remaining controller power-up events can be attributed to troubleshooting of the controllers during the reported controller exchanges. The most likely root cause of the reported "low battery" alarm can be attributed a battery capacity between 10% rsoc and 25% rsoc. The most likely root cause of the vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller, likely during the reported controller exchanges and/or troubleshooting. The most likely root cause of the vad stopped alarms and high power consumption can be attributed to failures of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. An internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Review of the alarm log file associated with (B)(6) revealed five (5) vad stopped alarms and two (2) vad disconnect alarms were logged on (B)(6) 2022. Log files analysis associated with (B)(6) revealed this event was initiated by a controller power up event logged on (B)(6) 2022 at 21:43:48. The data point prior to the loss of power revealed that a (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. A 24% rsoc triggers a low priority alarm on the controller display with the message "low battery", notifying the patient to change the battery. No anomalies were observed leading up to the loss of power. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for eighteen (18) seconds. A vad stopped alarm was logged on 21:44:06, indicating that the pump failed to start after multiple attempts. This vad stopped alarm was followed by additional controller power up events, additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, and vad disconnect alarms due to physical disconnections of the driveline from the controller, likely due to the reported troubleshooting and/or the reported controller exchanges. During the initial vad stopped alarm, safety alert word (saw) values were recorded on one (1) connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in some of the additional losses of power to the controller. Review of the log files associated with (B)(6) revealed a controller power up event on (B)(6) 2022 at 20:51:23; prior to the power up event, the controller last had power on (B)(6) 2022, indicating that the controller was put into use following the reported controller exchange. Additionally, a disconnect alarm was logged on (B)(6) 2022 at 20:51:31, likely due to the controller powered up without the driveline cable connected. Analysis of the alarm log file associated with (B)(6) revealed a vad stopped alarm was logged on (B)(6) 2022 at 20:51:54, indicating that the pump failed to restart after several attempts. This vad stopped alarm was followed by additional vad disconnect alarms due to physical disconnections of the driveline from the controller, an additional vad stopped alarm due to a failure of the pump to restart after multiple attempts, and an additional controller power up event, likely due to the reported troubleshooting and/or the reported controller exchange. In addition, log file analysis revealed power consumption above 30 watts during the period in which the pump was attempting to restart; however, no high watt alarms were logged within the analyzed period. As a result, the reported loss of power, "low battery" alarm, vad stopped, vad disconnect alarms, and high power events were confirmed. The reported high watt alarms event were not confirmed. A possible root cause of the initial loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller losses of power during pump start due to battery discharge overcurrent condition. The most likely root cause of the reported "low battery" alarm can be attributed a battery capacity between 10% rsoc and 25% rsoc. The most likely root cause of the vad disconnect alarms can be attributed to the physical disconnection of the driveline from the controller, likely during the reported controller exchanges and/or troubleshooting. The most likely root cause of the vad stopped alarms and high power consumption can be attributed to failures of the pump to restart after multiple attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.